Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (sample result = 0.219 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected patient sample (repeat sample result < 0.012 ng/ml) because the physician questioned the initial result. A corrected report was issued. There was no report of harm to the patient as a result of this event. Additionally, multiple higher than expected vitros trop I es results were obtained from a known troponin I free sample (hsdb results = 0.177 and 0.196 ng/ml vs. An expected result of < 0.014 ng/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with a patient sample. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained for a single patient sample. The investigation determined that the patient sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris due to poor sample preparation was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause for the higher than expected trop I es patient result. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros trop I es reagent had malfunctioned. Additionally, multiple higher than expected vitros trop I es results were obtained from a known troponin I free sample following service actions performed by an ocd field engineer. The most likely root cause of these results was instrument related. The ocd field engineer performed additional service actions to multiple analyzer subsystems. Performance testing following these service actions verified that the equipment was operating as expected.